Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a boston scientific v18 200cm guidewire was used. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU) states: use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, it is possible that during advancement interaction with the moderately calcified and mildly tortuous anatomy resulted in preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Interaction/manipulation of the device likely resulted in the noted torn/jagged tip and the noted bunched sheath. The account confirmed the noted sheath tear/separation occurred during handling for device return. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2017 - failure to follow instructions added as it was reported that an .018¿ non-abbott guide wire was used with the first absolute pro sess.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 10.0x60mm absolute pro .035 self-expanding stent system (sess) was advanced to the target lesion, however, the stent stopped being released after approximately 0.5cm due to the thumbwheel. Physician removed the stent system. There was no adverse patient effect. A second 10.0x60mm absolute pro .035 sess package was opened, however, the stent was noted to be released a little (approximately 1cm). Another absolute pro stent was used to complete the procedure. The second device was not used in the patient. There was no clinically significant delay in the procedure. Subsequent to filing the initial report, it was identified that additional information received stated an .018¿ non-abbott guide wire was used with the first absolute pro sess during the procedure; however, this was inadvertently left off of the initial report. Returned device analysis identified a sheath separation of the second absolute pro used in the procedure. The account confirmed the separation but there was no device use and the separation reportedly occurred during handling for device return. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 10.0x60mm absolute pro .035 self-expanding stent system (sess) was advanced to the target lesion, however, the stent stopped being released after approximately 0.5cm due to the thumbwheel. Physician removed the stent system. There was no adverse patient effect. A second 10.0x60mm absolute pro .035 sess package was opened, however, the stent was noted to be released a little (approximately 1cm). Another absolute pro stent was used to complete the procedure. The second device was not used in the patient. There was no clinically significant delay in the procedure. No additional information was provided.